Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 02 (low flow) in an arctic sun device. Flow rate was 0.5 to 0.8lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, pump hours were 3561.4 and system hours were 2056. Asked nurse to try to identify if the pad tubing was compressed or kinked anywhere. They found one location where the tubing meets the pad but was unable to open it up. Flow remains between 0 to 0.9 lpm. Patient at target 33.5c. Asked nurse to watch patient temperature and flow rate. If the flow rate decreases the heater would not be able to perform at full capacity. If the water temperature did not increase as expected or if they receive alarm 113 (reduced water temperature control), replace the pad. Per follow up information received via task on 07may2026, spoke with charge nurse who confirmed pad was exchanged because they could not keep a stable flow rate. Pad was a single neonate pad and has been retained in office at the moment. Requested a box.